Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h3. See related patient identifier (B)(6). Model: tfl-afswl, sn: (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause for this failure (footswitch pairing intermittently) could not be determined as the device was not returned for evaluation. Additionally, the customer reported the issue was resolved upon replacing the footswitch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The footswitch was replaced and the suspect device was not sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device paired intermittently with a wireless footswitch during preparation for use. Attempts were made in multiple rooms in the facility with the same result. There was no harm or user injury reported due to the event.